Event description:
Rptr writes, "my 83 year old mother has diabetic retinopathy. We took her to an eye dr who recommended laser treatment. When she was at dr's office, she exhibited her ability to read, could still enjoy her hobby of knitting and could still operate and drive safely. After laser treatment she is now virtually blind, can no longer read, knit, or operate a motor vehicle. I feel terrible for her as she wants to be independent and this was taken away overnight. According to your info re: lasers, I assume the dr should have used an argon laser for bleeding. Is my assumption correct? Also, if I inquire of this dr what type of laser was used, is he compelled or required to divulge this info. Afer the dr did the treatment he stated "I may have done too much laser." In any event were told her vision impairment is the result of the laser and scar tissue that can't be remedied or corrected. Please help."